Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a health care provider regarding a patient who was implanted with a neurostimulator for spinal pain and complex regional pain syndrome type ii on (B)(6) 2016. It was reported that the patient may have the system removed due to a potential infection. A MRI was performed, but the date and results are unknown. The issue was not resolved at the time of the report.

Event description:
Additional information was received from the manufacturer representative that reported that the patient started experiencing the symptoms of the possible infection approximately (B)(6) 2016. The implanting physician reported that the MRI results were negative and that it was unknown if the infection was confirmed or if the system was explanted.

Event description:
Additional information was received from the health care professional (hcp) on october 26 2016 stating that they did not have the culture results at the time of the report. The patient was treated with ceftazidime, zosyn and vancomycin suggesting multiple organisms, septic. The cause of infection was noted to be the implantable neurostimulator (ins) pocket. The system was explanted, the patient had been discharged to home "following iw", transferred from one hospital to another, explant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.